Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 1 bd micro-fine¿ pen needle broke off. The following information was provided by the initial reporter : the patient reported that after having given the injection when wanting to cap the needle with the green cap the needle was not there. It is feared that part of the needle may have remained in the abdomen. There have been no responses to date to enquiries relating to any follow up treatment or issues.

Event description:
It was reported that 1 bd micro-fine¿ pen needle broke off. The following information was provided by the initial reporter : the patient reported that after having given the injection when wanting to cap the needle with the green cap the needle was not there. It is feared that part of the needle may have remained in the abdomen. There have been no responses to date to enquiries relating to any follow up treatment or issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.